Event description:
Post-implant it was determined that there was not enough slack in the lead. The lead was repositioned. After repositioning, dislodgement was suspected and the lead was explanted and replaced with a longer lead. The patient was asymptomatic throughout and there were no complications for the patient.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.